Event description:
Customer reported a hospitalization event for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was unknown. Customer also stated they were hospitalized for an infected heal and broken ankle that lead to a below the knee amputation. Customer also reported that they were unable to remove the battery cap. Customer's blood glucose was 147 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.